Event description:
Patient's mother reports her son was treated for corneal abrasion and a corneal ulcer. Patient was taken to the doctor on (B)(6) 2011 and was prescribed medication which he used for one month and eyes have cleared since. Attempts to contact the ecp for treatment have been made with no reply. This is being filed as a corneal ulcer.

Manufacturer narrative:
This is being filed as a corneal ulcer. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.